Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was stucked at blue screen. A technical support specialist, upgraded the rss to version 4.10 and rebooted the station, confirming that the medical application is running. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system medapp was not launching. Customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.